Manufacturer narrative:
This event does not meet MDR requirements as defined by 21 cfr 803. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unresponsive. During troubleshooting, the pump display turned on when customer applied more force to the button. There was no reported adverse impact to the customer's blood glucose level.